Event description:
It was reported that the clinical diagnosis was post-op infection. The patient went to urgent care with discomfort to surgical site of the stimulation implantable neurostimulator (ins). They found that the site was draining serosanguineous fluid. The patient was told to contact the healthcare professional (hcp) within 2 days. On (B)(6) 2015 the patient called and the hcp got her in immediately, with the observance of the infection at the surgical site would an entire system explant was conducted immediately. The event required in-patient hospitalization, unscheduled clinic or office visit, and an urgent care visit. The device was explanted and not replaced. The outcome of the event was ongoing. The most recent date confirmed ongoing/unresolved was (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the diagnostic methods included examination which showed a post procedural infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2015 product type lead product ID 977a260 serial# (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2015 product type lead the patient code (B)(4) has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified the post-operative infection was where the leads were anchored.